Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, and cracked end cap. (B)(4).

Event description:
It was reported of a crack case from the insulin pump.